Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implantation, the patient had become myopic and distance vision became remarkably worse. The physician estimated a 0.5 d myopic shift under bright light conditions. The patient¿s postoperative refractive spherical equivalent (se) was -0.37 d. Due to continued dissatisfaction, the patient underwent iol explantation and received a monofocal iol, which resolved the patient issue. There are two medical device reports associated with this patient. This report is associated with 2 of 2.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (b)(40. H.10 reflects all related report numbers associated with this product event that have been submitted at this time.